Manufacturer narrative:
Reported events of positioning failure, unspecified sensing issue and inadequate capture were not confirmed. Reported event of stretched was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Analysis performed, including thermal and mechanical stressing of the device, indicated that the pacer exhibited normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled leadless pacemaker implant procedure. During the procedure, it was noted that after initial fixation of the right ventricular leadless pacemaker (rvlp), the deflection test showed poor fixation. Electrical parameters, including sensing, impedance, and threshold, were also found to be poor. The device was re-docked and repositioned, but parameters remained poor. The rvlp was removed, and the helix was found to be stretched upon inspection. A new device was implanted. Patient condition was stable.